Manufacturer narrative:
Section e initial reporter: the initial reporter's name and phone number cannot be provided due to regional privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus life support cannula, it was reported that the cap was not fixated in the sterile pouch. As a result, the cap fell down onto a non-sterile area. The device was replaced with a device from another company. There was no patient involvement, so no adverse effect occurred medtronic received additional information that the cap was not damaged as there was nothing unusual in the appearance of the device. The white hemostatic cap fell off.